Manufacturer narrative:
: Additional information received indicates that the mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with manual compression. The patient develop a hematoma while at hospital prior to discharge. As reported, the mynx vascular closure device (vcd) was used during procedure, and prior to discharge the patient developed a hematoma. The vessel type was arterial. The mynx vcd was prepped according to instructions for use (IFU). The device was not stored in a temperature that exceeded 25 °c. Hemostasis was achieved with manual compression. The patient develop a hematoma while at hospital prior to discharge. The device was not returned for analysis. A device history record (DHR) review of lot f1822001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factor and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the device history record review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the 6/7f mynxgrip vascular closure device (vcd) was used during procedure, and prior to discharge the patient developed a hematoma. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1822001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient factor and/or pharmacological factors are likely. The complaint reported could not be confirmed without return of the device or procedural images. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions. Based on the device history record review and information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1822001) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx vascular closure device (vcd) was used during procedure, and prior to discharge the patient developed a hematoma. The device will not be return for evaluation.